Event description:
It was reported that the patient was experiencing atrophy at the side of the cuff of his artificial urinary sphincter (aus), the cuff was replaced for a smaller size. No information was provided about the patient's outcome. Additional information was requested and will be provided as it becomes available.